Event description:
A caller reported an occlusion alarm the customer discovered the tubing connection was not completely secure, which was rectified by properly connecting the tubing. Following this adjustment, the customer was able to resume insulin administration without further action needed. There was no adverse impact to the customer's blood glucose level.